Manufacturer narrative:
Investigation/evaluation: one used amplatz ultra stiff ptfe fixed core wire guide was returned for investigation. The core is separated from the distal tip weld. The coil is elongated at the distal end. Weld is present on the distal end of the coil. The core wire is 140.4 cm in length. The overall length of the wire guide (with elongated coil) is 220.5 cm. The diameter of the wire guide is .03552 inches. The core wire and diameter measurements are within specification. There is no indication that a design or process related failure mode contributed to this event. A review of the device history record of the finished product shows three non-conformances which were identified and scrapped prior to further processing. A review of complaint history revealed this is the only reported complaint associated to complaint lot number 7447851. Based on the information provided and the results of our investigation; potential root cause is user technique due to removal of the wire guide through the needle. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that amplatz ultra stiff ptfe fixed core wire guide malfunctioned during an intended percutaneous nephrolithotomy (pcnl) procedure on a patient. The malfunction was described as the wire separated from the core when removed from the disposable trocar needle. It was further reported that the remaining part of the wire was stuck inside the needle, which was removed with the needle. The disposable trocar needle was disposed off. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.